Event description:
Pt's (patient's) mother reported the needles received were bent which then caused all the medication to splash out when trying pull out for administration. Unknown if patient has missed dose. Unknown if patient experienced an adverse event as a result. Unknown if patient has defective product on hand. Unknown product lot number and expiration date.